Event description:
After hydrating the stylet, nurse tries to pull back stylet to trim PICC. Stylet gets 'stuck" and makes the PICC line fold up and coil back onto itself. The stylet is then kinked, making it difficult/impossible to push back through and continue on with procedure. This is the PICC that was coiled and stuck in pt's chest. (B)(6) had to take it out.

Manufacturer narrative:
The complaint that the stylet was difficult to remove which caused the catheter to coil was inconclusive due to the sample condition. The product returned for evaluation was a 4fr s/l power PICC solo catheter. Red residual material was seen within the catheter lumen and crevices of the device. The catheter had been cut distal of the 50cm marking making it 24.7" long. Tactile evaluation of the catheter revealed very slight curves in the catheter at the 1cm and 4cm depth markings. The catheter was patent to infusion and no leaks were detected when the sample was hydraulically pressurized. Because the tls stylet was not returned for evaluation, it could not be tested for difficult removal. The IFU warns the user, "never use excessive force to remove the stylet as it may damage the device." An lhr is not possible, as no manufacturing lot number information has been provided by the complainant.